Event description:
A non-union and 4 broken screws were noted on a f/u visit. The 2.4mm/2.7mm lcp x-plate and 2.7mm locking screws (qty 4) were removed. Pt revised to synthes 4.5mm headless screws (qty 4) and 6.5 mm headless screws (qty 3). Explanted hardware was discarded by hosp. Reportedly, pt is a substance abuser. This is report 3 of 5 for this event.

Manufacturer narrative:
Device not returned, no eval can be performed. Lot number provided. Device history record review cannot be performed.